Event description:
It was reported that the insulin pump is over-delivering insulin. The current blood glucose reading is 198 mg/dl. Customer is not feeling well. Customer wakes up with highs. Customer has treated with the insulin pump. During troubleshooting, time and date are correct. The bolus wizard settings are incorrect. Assisted with correcting. High pressure test passed. Customer also stated that she entered 45 carbohydrate and the insulin pump delivered 6.2 units sending the blood glucose level to 52 mg/dl. Customer has also went from 196 mg/dl to 335 mg/dl after bolusing. Customer stated that the insulin pump is not giving her the correct bolus amounts. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.